Event description:
As reported, during cardiac surgery using this swan-ganz catheter,the cardiac index did not correlate compared with other clinical data (such as mixed venous saturation and urine output). The highest cardiac index obtained during the entire period the swan was in use (preop, periop, and postop) was 1.77, with values trending lower post-op compared to pre periop. However, other clinical data did not correlate with the cardiac index values obtained. In addition, the pulmonary artery pressure waveform was consistently very poor, and despite all troubleshooting by the team (including placement verification, wedging, etc.),no improvement was noted. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated section d9, h6 (type of investigation), h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Section b5 added: no error message was displayed. The device was received for evaluation. The report of waveform and cardiac index issue was unable to be confirmed. All through lumens were patent without any leakage or occlusion. All through lumens passed pressure test with lab disposable pressure transducer. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.0 celsius when submerged into a 37.0 celsius water bath. Thermistor circuit was continuous, there were no open or intermittent conditions. Balloon inflated clear and concentric, and remained inflated for 5 minutes. No visible damage or inconsistency was observed from catheter body. Thermistor connector was opened and found no visible inconsistencies. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed.

Event description:
As reported, during cardiac surgery using this swan-ganz catheter, the cardiac index did not correlate compared with other clinical data (such as mixed venous saturation and urine output). The highest cardiac index obtained during the entire period the swan was in use (preop, periop, and postop) was 1.77, with values trending lower post-op compared to pre periop. However, other clinical data did not correlate with the cardiac index values obtained. In addition, the pulmonary artery pressure waveform was consistently very poor, and despite all troubleshooting by the team (including placement verification, wedging, etc.),no improvement was noted. No error message was displayed. There was no allegation of patient injury.